Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. Visual summary analysis of the lead indicated stretching. The analyst commented: all electrical testing was within specified parameters. An in-vivo insulation breach or conductor fracture was not observed during analysis. The lead was returned with severe explant damage. The helix of the lead was extrinsically bent. Helix testing could not be performed due to the condition of the returned lead.

Event description:
It was reported that the patient was admitted to the emergency room due to intermittent capture by the right ventricular (rv) lead. The rv lead was extracted and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).